Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) on 07-01-2024 af: spoke with customer biomed, acknowledged receipt of service order, and provided on site eta. 07-02-2024 af: received email correspondence from customer biomed (attached) declining on site service. Customer biomed advised that end user who placed the work order switched iabp's and still received the "gas leak in line" message. End user then contacted "maquet rep' and was advised that the patient anatomy was creating the leak message and the iabp is fully functional. End user and customer biomed declined on site visit at this time. Reported issue of "gas leak in line" has been resolved via phone support. H3 other text: customer declining on site service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has gas leak in line. There was no patient involved.